Event description:
It was reported that there was an unspecified patient event.

Manufacturer narrative:
The reported event involving an unspecified patient event could not be confirmed as none of the involved products or event logs were returned. The previously reported serial number and other serial numbers provided were not returned; therefore, we were unable to confirm the suspect serial number: model 8100 serial numbers also involved were (B)(4). Model 8015 serial number involved was (B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified patient event.